Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. The cause of low bg was unknown. The customer received third party assistance from emergency medical technicians (emts), who performed a supply change to address bg. No additional patient or event information was available.